Event description:
Investigation results reported. See h11.

Manufacturer narrative:
The reported complaint is unconfirmed. The investigation found the stent returned fully deployed, but no foreign substance was observed on the stent. Furthermore, no images of the alleged foreign substance were provided for review, so the investigation could not further assess the reported complaint. The pusher was returned bent at the distal coil; however, this damage is not related to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the bent pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is indicated to be available for return evaluation. The event as described or alleged product issue could not be confirmed at this time. If the device or imaging is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
As reported, during the surgical procedure, a model 3021 flow diverter stent was used. During the unpacking and testing phase, transparent gel-like foreign matter was found at the distal end of the stent. The stent was replaced with another one of the same model, and the treatment was completed. No patient harm was reported. The issue was identified prior to use.